Event description:
Rptr is writing to complain that the nebulizer delivers significantly less output at 10 and 15 l/min than specified on the product label. The info on the label is used for the proper mixing of medication to deliver the correct dose. The error on the product label would result in severe underdosing of the pt. Furthermore, a rptr has recently discussed particle size measurements with a colleague of a physician, and he has informed rptr that they have done a large number of particle size measurements on the nebulizer and found a mean particle size of 6.0 microns and not the 2.5 microns advertised by MFR. Such a large discrepancy in particle size would have significant impact on where medication is deposited and a 6.0 micron nebulizer particle is too large to ever reach the lung. Rptr contacted the MFR in person but is convinced that they did not take him seriously. These are very serious issues which may cause real harm to pts and need to be investigated.